Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that the imaging system was booting with a database corruption. Representative reloaded the software on imaging system and the issue was resolved. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A site representative reported that during a spinal fusion procedure the image acquisition system (ias) would not connect to mobile view station (mvs). The imaging system was around the patient at the time of the issue the site did not check the connection to mobile view station (mvs) before placing the system around patient. Site used another medtronic imaging system to complete the procedure. There was a delay of less than 1 hour. No impact on patient outcome.